Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that when the patient woke up, the infusion set's tubing disconnected from the quick release section. She also stated that quick release clip was still attached to the secured cannula, but the tubing came away from that clip. Moreover, the patient did not feel it was pulled off or anything she just wanted to report it. No further information available